Event description:
It was reported that a lead revision was performed on (B)(6) 2017 for a symptomatic patient's right ventricular lead. The patient experienced pocket stimulation and low lead impedance measurements. While the lead was being explanted, the physician reported an insulation issue with the lead between the pin and the ring electrode. A piece of the insulation fell off. The patient presented stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.